Manufacturer narrative:
(B)(4). Concomitant medical products: cat#010000663 g7 pps ltd acet shell 52e lot#7080156, cat#30103605 g7 vit e neutral lnr 36mm e lot#65256560, cat#6500660 unk head lot#3090611. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the left total hip arthroplasty a lateral femoral cortical perforation occurred and repaired intraoperatively. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: general with spinal/epidural, anterior approach, lateral femoral cortical perforation occurred and repaired intraoperatively. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.